Manufacturer narrative:
Sternal talons have been returned, and are not defective. Devices are in proper working order.

Event description:
In 2007, dr fixated patient's sternum with three sternal talons. Patient returned to a different medical facility with pain in the chest. Dr performed surgery and found a small section of sternal instability. Dr removed all three devices and used a different fixation method as a precautionary measure. This is one of two MDR's, refer to 9610905-2008-00010.